Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a reservoir leak. The customer changed his infusion set and his blood glucose was good, but when he woke up in the morning his blood glucose was high and his reservoir was wet. The patient's blood glucose at the time of incident was 476 mg/dl. Troubleshooting was initiated for the reservoir leak. The leak was located where the snap cap and tubing connector meet. Troubleshooting was declined for the high blood glucose and to inspect the reservoir issue further. The customer had thrown away the leaking reservoirs. He was also driving at the time of call. No products were returned or replaced.